Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarming no delivery and he was unable to clear it. The device had alarmed low reservoir and was able to clear it. No delivery alarm occurred due to running out of insulin. Customer's blood glucose was unknown. Troubleshooting was performed for keypad anomaly. Customer the esc button wasn't working. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The pump had an unresponsive down button due to corroded keypad traces. Unable to perform operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement or self test, or verify the no delivery and low reservoir alarms due to the unresponsive button. The pump also had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.